Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. When the customer checked unit, there was no message, and she never seen it. No errors or fault logs found. Performed preliminary checks. No error messages found. Test run unit for 2 hours, no errors or problems found. Device passed all performance and safety test according to factory specifications. No other info will be known or will not be provided. Unit was cleared for use.

Event description:
It was reported by the customer that during routine check, the cs300 intra-aortic balloon pump (iabp) displaying a message that battery maintenance fault. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.